Event description:
The patient reported she did not think the system was working properly. It was reported the patient felt pain in her back, and this was the same side her ipg was implanted. The patient was encouraged to see a physician regarding the issue. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.